Event description:
Positively biased hdlc results for pv control fluids. Patient results were not reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.